Event description:
On (B)(6) 2015 a patient was treated for an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. A gore® dryseal sheath (dsl1228) was utilized. During cannulation of the contralateral gate, which took some time, bleeding was observed to be coming through the sheath. Fluid was added to the valve, but the bleeding continued. A second (dsl1228) sheath was introduced but the same issue was observed. The second sheath was then replaced with a dsl1828 sheath. The procedure was completed using the dsl1828 sheath. The patient was give two 250ml units of blood. The estimated blood loss is unknown. The patient did well following the procedure.

Manufacturer narrative:
Additional device used: dsl1228 lot# 13732777. Results: a review of the manufacturing records for the device is currently in progress. An engineering evaluation is currently in progress. Conclusion: according to the gore® dryseal sheath instructions for use, adverse events that may occur and / or require intervention include but are not limited to blood loss and bleeding.

Manufacturer narrative:
Results code: a review of the manufacturing records for the device verified the lot met all pre-release specifications. The engineering evaluation stated the device evaluation visually confirmed a leak path in the film tube. The observation was consistent with the applicable portion of the of the event description. The root cause of leak paths the film tube within each device could not be determined with the current available information. This type of occurrence will continue to be monitored.

Event description:
On (B)(6) 2015 a patient was treated for an abdominal aortic aneurysm with gore tm excluder tm (B)(4) endoprostheses. A gore tm dryseal sheath ((B)(4)) was utilized. During cannulation of the contralateral gate, which took some time, bleeding was observed to be coming through the sheath. Fluid was added to the valve, but the bleeding continued. A second ((B)(4)) sheath was introduced but the same issue was observed. The second sheath was then replaced with a (B)(4) sheath. The procedure was completed using the (B)(4) sheath. The patient was given two 250ml units of blood. The estimated blood loss is unknown. The patient did well following the procedure.